Manufacturer narrative:
B3 date of event was estimated based on the aware date as the date was indicated as unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon ruptures occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 1.50mm x 12mm emerge and a 2.50mm x 15mm nc emerge balloon catheters were advanced for dilation. However, the balloons burst during inflation. Both devices were successfully removed from the patient. There were no patient complications.